Event description:
The device was applied during a laparoscopic hernia procedure involving one pt. Reportedly, the cartridge disengaged. The cartridge was retrieved without incident. The surgeon applied another instrument to complete the procedure.